Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the syringes are leaking fluid at the stemper. To aid in the investigation, three samples with one opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was tested for leakage and passed. One photo shows a syringe with a red colored solution; there is solution past the syringe rubber stopper. The second photo shows a syringe with the rubber stopper all the way down and the barrel with droplets of a solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lots 4208550 and 4247909. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed but could not be reproduced in the samples returned.

Event description:
No additional information received.

Event description:
The intensive care unit has had several complaints about the 50 ml luer lock syringes. Complaint: syringes leaking fluid at stemper (see photo attached), complaint has been seen on multiple syringes. Could you please provide/confirm the lot/serial number of the defective product?4208550 and 4247909. What substance was leaking? In the meantime, there are more syringes that show the same complaint. The substances are divers: blood, various medications such as magnesium, metoprolol, sodium chloride 0.9% etc. Was there any impact on a patient? No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch: 4208550. Batch creation date: 2024-07-26. Batch expiration date: 2029-06-30. Full UDI: (B)(4). Batch: 4247909. Batch creation date: 2024-09-06. Batch expiration date: 2029-08-31. Full UDI: (B)(4).